Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. A review of the device's electronic records verified the reported issue; however the cause could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device intermittently powered itself off during a patient event. There were no adverse effects to the patient as a result of the reported issue. Physio requested additional information; however no further details about the patient or the event were provided.